Event description:
It was reported that the patient had fallen and landed on a rock directly under the device. A hematoma had formed and bled into the pocket. Patient had a fever and elevated white blood cell count. The system was removed. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.